Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a broken sensor wire. Pt had complained of pain at the insertion site, so the pt's mother decided to remove the sensor. Upon removal, the sensor wire was protruding from the pt's skin. Pt then removed the wire with tweezers. No medical intervention was required, and pt did not experience any additional pain or discomfort at the insertion site. Pt was fine and healthy at the time of his mother's call to dexcom technical support.